Manufacturer narrative:
The h7 section was updated, selected no remedial action applies.

Event description:
It was reported that during the attempted implant of this left ventricular lead, the lead experienced dislodgement. Another lead was successfully implanted instead. The lead will not be returned to boston scientific. No further adverse effects were reported.

Event description:
It was reported that during the attempted implant of this left ventricular lead, the lead experienced dislodgement. Another lead was successfully implanted instead. No further adverse effects were reported.